Manufacturer narrative:
(B)(4): the customer reported that the device failed to power up. There was no report of pt involvement. The device was evaluated at philips. The tech noted that the device did power up, but that the display was blank, giving the customer the impression of a failure to power up. The ribbon cable for the display was reseated to resolve the issue. We consider this issue to be the result of an intermittent connection of the display's ribbon cable.

Event description:
The customer reported that the device failed to power up. There was no report of pt involvement.